Event description:
Caller reported that a pump malfunction occurred, but there were no notable events leading up to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in performing the reset, after which the malfunction code did not appear again. Customer was advised to continue using the pump and to call back if the issue recurred, which the caller understood.